Event description:
Boston scientific received information hat a yellow alert was triggered on the remote monitor system due to voltage being too low for projected remains capacity. An interrogation of the device showed a fault code 1003. The patient was scheduled for a device replacement. No adverse patient effects were reported. The device will be returned for analysis.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional information was received which noted that this device was explanted.

Manufacturer narrative:
Upon return and analysis this investigation will be updated.

Manufacturer narrative:
(B)(4). Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of the device memory confirmed three low voltage alerts (code 1003) had been recorded. External visual inspection of the device noted no anomalies. Initial automated testing verified basic sensing, pacing and shocking functions of the device. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with compromised low voltage (bypass) capacitors connected to the device¿s battery. Low voltage capacitors are used in the device¿s high-voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device¿s battery faster than normal. On august 29, 2013, boston scientific distributed a letter to physicians concerning this issue. This letter informed physicians that, in a subset of devices, the performance of a low voltage capacitor may be compromised over time, causing increased current drain that can lead to premature battery depletion. This device is a part of the identified population

Event description:
--